Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the gauge needle broke off from the device when the physician tried to inflate the cre balloon. It could not be confirmed if the balloon inflated after the needle broke off. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in good condition at the conclusion of this procedure.

Manufacturer narrative:
A visual examination of the returned device found that the needle was loose in the gauge face. As a result of this damage to the gauge, the device could not be functionally evaluated. The most probable root cause for this complaint is supplier manufacture. This defect could have resulted from the manufacturing process as the needle of the gauge is housed under the gauge lens/face and internal components of the gauge (needle) are not interfered with during the manufacturing process.

Event description:
It was reported to boston scientific corporation on february 15, 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the gauge needle broke off from the device when the physician tried to inflate the cre balloon. It could not be confirmed if the balloon inflated after the needle broke off. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in good condition at the conclusion of this procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. (B) (4)- no code available (gauge broken / inaccurate readings). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.